Manufacturer narrative:
(B)(4) date sent: 11/18/2016. Batch # (B)(4). The analysis results showed that the tlh90 device was received with no apparent damage and with cartridge present on the device. The reload was received fully fired. The device was tested for functionality with a test cartridge and it forms the staples as intended and with a proper b formation. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip damaged. The damage to the lockout slide tip is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the lockout. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4).

Event description:
It was reported that prior to a cystectomy procedure, the problem of the devices was that the screw not turned for the selection of the staple, and after achieving the turn forcing, the staples were not formed properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.